Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2015 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the complaint of the keypad buttons¿ under-response was not duplicated. All the keypad buttons were found to respond appropriately. The keypad cover was removed and no contamination was found under the button contacts.